Event description:
Boston scientific received information that this patient received a shock for atrial fibrillation with rapid ventricular response (rvr). A technical services consultant reviewed the episode and noted the device met initial detection. The rate then jumped around due to the rvr and dropped out a few times, but never long enough for the episode timer to expire. Eventually, redaction was met in the ventricular tachycardia zone. As a result, anti tachycardia pacing (atp) occurred. The rate fell out and redacted again before the episode timer expired. The device redacted again in the ventricular tachycardia zone after atp timeout expired, therefore a shock was delivered and broke the atrial fibrillation. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.